Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/apr/2010, 23/jan/2013, and 23/apr/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, autoimmune reaction, and pain are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported systemic "urticaris/dermatographia." Patient reported right side "moderate" pain. Healthcare professional additionally reported capsular contracture, baker grade IV. Device has been explanted.